Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, first attempt at crossing was too inferior of a position, the physician rewired and dropped again. The physician was across without attempt or radiofrequency delivery. The intra cardiac echocardiography (ice) physician crossed through a patent foramen ovale (pfo) as the position was superior and anterior. The physician decided to proceed with the procedure and not change transeptal puncture (tsp) location. A 31mm closure device was selected. The first deployment was too proximal, so the physician recaptured the closure device and at the second attempt the closure device met position, anchor, size and seal (pass). As the physician was exiting the left atrium, evaluated the pericardial space. Comparing side by side imaging, the physician believed that the effusion had grown in size. An extensive look at the laa was performed as well as the septum and did not find anything that explained the change in size of the pericardial effusion (pe). The pe and stats were monitored and the physician decided to close and keep the patient overnight. The patient ended up going into tamponade and was drained. The patient was already discharged and is doing well and is expected to fully recover.